Manufacturer narrative:
This device bipap a40 was manufactured (B)(6) 2013 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported complaint was not confirmed. The device error logs were reviewed, and a ventilator inoperative alarm was confirmed in the logs. It was identified that the logs were recorded as year 2016, so the details were unable to be confirmed. It was presumed to be due to a program execution error which resulted in repeated reboot causing a vent inop alarm. The device's main pca was replaced. The unit was confirmed to be working properly after replacement. Prior to identifying the issue described in fsn (B)(4), complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn (B)(4) was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.